Event description:
Several at/af detections possible result of far field r wave over sense. Atrial over sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).